Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Unique identifier d4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Report source e2: (B)(6).

Event description:
It was reported via literature that patient complications occurred requiring additional intervention. The patient presented to the emergency department with the primary symptom of worsening chest pain. Coronary angiography was performed to diagnose acute coronary syndrome. The patient had received first pci (percutaneous coronary intervention) in the left anterior descending coronary artery 8 years previously and second pci in the right coronary (rca) by ra (rotational atherectomy) using a 1.75 mm rotablator 7 years previously. Coronary angiography revealed severe stenosis with delayed flow in the mid-rca. Ivus demonstrated the eccentric cn in the most stenotic segment. After predilation using a 2.75 mm scoring balloon, the coronary flow was improved to the thrombolysis in myocardial infarction grade 3. However, luminal gain remained insufficient on both ivus and angiography, and suboptimal lesion preparation is related to stent underexpansion. Although debulking devices are necessary to reduce the eccentric cn and optimize lesion preparation, their use on unstable plaques and thrombus can lead to slow flow. To minimize the risk of complications, we decided to perform additional procedures the following day. We performed an additional procedure for the rca 1 week after the first procedure. An 8-f amplatz lefttype guiding catheter was engaged in the rca, and a non-boston scientific (non-bsc) workhorse guidewire was inserted into the residual lumen. An eccentric cn was located on the ventricular side according to angiography and ivus, and wire bias was not suitable for ra or oas. Moreover, the patient was already treated with ra using a 1.75-mm rotablator (boston scientific) several years previously. It is possible that directional coronary atherectomy reduces the volume of the cn; however, the catheter is bulky and sometimes difficult to insert into severe stenosis with calcification. We attempted to puncture and insert another guidewire into the cn and expand the lesion from inside the cn. The proximal end of the cn that started from the distal edge of the previous stent was clearly visualized using ivus from the residual lumen, and the non-bsc guidewire supported by a microcatheter could enter the cn with real-time ivus guidance using the tip-detection method. We intentionally controlled the guidewire using 3dwiring while referring to projections from 2 perpendicular directions. The guidewire was in intraplaque on ivus immediately after the cn, but it could not re-enter the residual lumen from the cn. The location of the guidewire was close to the residual lumen, but the radiopaque part of the guidewire was separated because the component of the core wire was damaged by severe resistance from the lesion. The guidewire was pulled out without complete separation to cover the radiopaque part using the microcatheter as much as possible. We changed the guidewire to another non-bsc wire to repuncture the cn using real-time ivus guidance. The guidewire ended up in the cn through a route similar to that of previous wire and finally re-entered the residual lumen through the cn using 3d wiring. Ivus after predilating 1.5-mm balloons revealed that the new hole made by the guidewire was at the center of the cn. After ra using a 1.75-mm rotablator and additional dilation with a 3.25-mm scoring balloon, optimal concentric expansion and acute lumen gain were confirmed on ivus images. A 3.5-mm everolimus-eluting stent was implanted, and the final angiography showed sufficient coronary flow without any complications. The patient had not experienced any chest pain after pci at 3-month follow-up.